Event description:
After implanting the ima sleeve, the dr. Found blood clotting between the pedicle and sleeve, resulting in compression of the pedicle and reduced blood flow through the pedicle. The dr went back, cut open the sleeve and cleared the clot formed there.